Event description:
Reportedly, a scheduled power interruption took place and the ECMO water bath shut down momentarily and then turned back on. The water bath was to be set at a temperature of 37.0 to maintain the patient's temperature at the desired range. When the water bath turned back on after the power interruption, the temperature defaulted to 38.4. This change in temperature was noticed immediately and the water bath was shut down and restarted and the temperature gauge went back down to 37.0 after about 7 minutes. Reportedly, the patient's core temperature did not change through the power interruption or afterwards. Reportedly, no harm to the patient noted.